Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that several occurrences of inflammation were noticed post-operatively following cataract surgery. There are no lasting injuries. The inflammation quickly resolved after delivery of the correct medication. Additional information has been requested.